Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Thrombosis is known as an adverse event of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 3.0 x 15 mm promus stent is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2011, the procedure was to treat an acute myocardial infarction patient with total occlusion in the proximal left anterior descending (lad) artery. A 3.0 x 28 mm promus stent and a 3.0 x 15 mm promus stent were implanted for treatment. Intravascular ultrasound (ivus) confirmed that the stents were fully expanded. On (B)(6) 2011 thrombosis was observed in the proximal lad; therefore, a non-abbott stent was used for treatment, overlapping the previously placed promus stent. The outcome was good and the patient was discharged. No additional information was provided.